Event description:
General report received of tubing disconnections. No tracking information was provided. Therefore, specific patient information, or event details were not available. There were no reports of any adverse patient effects. Though requested, no additional information was provided.